Manufacturer narrative:
The device was returned to the u.s. Service center for evaluation and is undergoing a comprehensive functional inspection and performance verification. All testing is being performed in accordance with approved service and test procedures. As part of the investigation, the device log file was reviewed. The log data confirmed the fluctuations reported by the customer. The investigation remains ongoing. A definitive root cause has not yet been established. Additional evaluation and analysis are in progress. A review of complaint history for this type of event indicated that the occurrence rate remains within established control limits.

Event description:
(E)(1) reported that while delivering inhaled nitric oxide (ino) therapy to a pediatric patient using the (d)(4) device, fluctuations in the monitored nitric oxide concentration were observed. The hospital staff responded by troubleshooting and ultimately exchanging the affected device with a backup unit. No patient harm or lasting adverse effects were reported.